Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (reset) was confirmed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. Monitor (B)(4) was repaired and refurbished, including replacement of c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.